Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it has yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: battery supply overheating probable root cause: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence. Added initial reporter phone number and initial reporter postal code.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.